Manufacturer narrative:
The reported event that cannulated screw asnis iii ø4.0x40mm tl13.5mm was alleged of issue s-172 (wrong device used) could be confirmed, since the device was returned for evaluation and matches the reported failure mode. Visual inspection of the returned screw was performed. The device is damaged and broken in two pieces. The threaded portion of the screw was found to be twisted, bent and broken, which could have been due to removal of the screw from the cortex. The tip of the screw was also broken/damaged. Using a too long screw could have led to its protrusion into the opposite cortex. Great care should have been taken that the flutes do not protrude beyond the cortical surface. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to the incorrect selection of the screw. A review of the labeling did not indicate any abnormalities. IFU clearly states that the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The sales rep has reported on behalf of the customer that he was present during surgery for a patient that had a complicated t-y condylar fracture of the left distal humerus. The sales rep has reported that the surgeons wanted to insert an interfragmentory screw in order to reduce both condyles using the asnis 4mm cannulated screw. The wire was measured and a 40mm (325040) screw was chosen, after drilling the cortex the screw was inserted by hand with the screwdriver. We had noticed after the screw was inserted, threads of the screw were pertruding out the opposite cortex, we had chosen to remove the screw.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The sales rep has reported on behalf of the customer that he was present during surgery for a patient that had a complicated t-y condylar fracture of the left distal humerus. The sales rep has reported that the surgeons wanted to insert an interfragmentary screw in order to reduce both condyles using the asnis 4mm cannulated screw. The wire was measured and a 40mm (325040) screw was chosen, after drilling the cortex the screw was inserted by hand with the screwdriver. We had noticed after the screw was inserted, threads of the screw were protruding out the opposite cortex, we had chosen to remove the screw.